Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2020, the patient was hospitalized due to an inflamed stoma with an inflamed abdominal cavity. The tubings were removed and therapy will be temporarily continued through a nasal tube. Additional information indicated that the patient remained hospitalized with fluid discharge at stoma that lead to maceration.